Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error code e065(err_stuck_encoder_a), e102(err_thermistor_high) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the service technician also noted an error code e065(err_stuck_encoder_a), e102(err_thermistor_high) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed. In the previous report box g: report source (rfb), device avail. For eval? (Rfb), box h health impact grid were mentioned incorrectly, which have been updated/corrected in this report.